Event description:
It was reported that the ventilator¿s display froze and did not respond to touch. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. A supplemental report will be submitted if new information is later obtained.